Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. A review of the manufacturing documentation associated with this lot (71216259) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the jaws of the device were opened in ventricle and tissue specimen was obtained as usual. However, when the device was withdrawn through the sheath there was no tissue specimen in the jaws anymore. A new device was used and worked well. Patient was having difficulties to raise the leg and had slurred speech. Patient was monitored and symptoms disappeared after thirty (30) minutes. There was no reported patient injury. Additional information received indicates that ¿the patient had a transient ischemic attack (tia). The physician remove the specimen from the left ventricle. The jaws of the device were opened without difficulty and the physician could feel that the sample was taken properly. Obviously there was an error with the closing of the jaws that lead to a loss of the sample, because outside the catheter the sample was not there anymore¿. The device was stored and handled per the instructions for use (IFU). The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. There was no difficulty tracking the device through the vessel or lesion. The device was not torqued against resistance. The user kept the ring handle in a closed position during withdrawal from the patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There were no kink/bent noted after device was removed from patient. The treatment provided to the patient for the slurred speech and limb movement difficulty was continuation of heparin and 1000 rl. The patient stay extended from planned 2 days to 10 days. The product will be returned for analysis.

Manufacturer narrative:
Describe event or problem: additional information received indicates that an acute cct was negative, three days later a repeated cct with a suspicion of a small insult area right frontal; however, it was not confirmed in the MRI. The patient had a prolonged stay in hospital with improvement of the discrete hemiparesis left and neglect. The patient was planned to stay at hospital for at least ten days. During the procedure, the jaws of the 5.5f std 104 cm biopsy forceps were opened in the left ventricle and the tissue specimen was obtained as usual. However, when the device was withdrawn through the sheath, the tissue specimen was no longer in the jaws. A new device was used and worked well. However, the patient was having difficulties raising his/her leg and had slurred speech; which was diagnosed as a transient ischemic attack (tia). The patient was monitored and symptoms disappeared after thirty (30) minutes. There was no other reported patient injury. It is believed that there was an error with the closing of the jaws that lead to a loss of the sample. The device was stored, handled and prepped per the instructions for use (IFU) and it prepped normally with no anomalies noted. There was no difficulty tracking the device through the vessel or lesion. The device was not torqued against resistance. It was reported that the jaws of the biopsy forceps were opened without difficulty and the physician could feel that the sample was taken properly. The user kept the ring handle in a closed position during withdrawal from the patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There were no kinks/bends noted after the device was removed from patient. The treatment provided to the patient for the slurred speech and limb movement difficulty was continuation of heparin and 1000 ringer¿s lactate (rl). An acute-cct was performed and was negative; however three days later there was a repeat cct with suspicion of small insult area in the right frontal, however this has not been confirmed in MRI. The patient had a prolonged stay in hospital with improvement of the discrete hemiparesis left and neglect. Patient stay extended from planned 2 days to 10 days. The device was returned for analysis. The device was removed from the packaging. The serial number was confirmed. The device was laid flat on the workbench. Severe kinks and sweeping bends were observed. Despite the severe kinks and sweeping bends, the device did actuate as designed. A review of the device batch record was performed for raw materials, in-process and finished goods for lot number 71216259 and there were no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The devices met all raw materials, in-process and finished goods specifications upon release of the product. This device was manufactured in december 2016. The reported "jaws (biopsy forceps) - specimen dislodged" could not be confirmed through analysis due to the nature of the complaint. However, despite the severe kinks and sweeping bends observed on the received unit, functional analysis was successfully performed. Therefore, the exact cause of the failure experienced by the customer could not be determined during analysis. A transient ischemic attack (tia) is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. There are many potential causes of a tia, one of which could be due to dislodged material that can flow downstream potentially disrupting perfusion. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia symptoms are similar to those of stroke but do not last as long. Based on the limited information available for review, procedural/handling factors may have contributed to the issues reported by the customer as evidenced by the kinks and bends found on the returned device which was concluded to be user-induced. According to the instructions for use, which is not intended as a mitigation, ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the forceps. Advance the open jaws to the heart wall. Close the jaws firmly to obtain a tissue specimen. Maintain sufficient pressure on the double rings to assure retention of specimen during withdrawal. Note: closing of the jaws and withdrawal of the bioptome should be performed in a single motion.¿ additionally, embolism is listed as a possible complication that may occur any time during or after the procedure. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.¿